Event description:
It was reported that a megasuture cut needle driver instrument had a frayed grip cable. Per the reporter, the alleged issue was not identified during a procedure. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. However, the customer reportedly returned the subject instrument without a complaint. Therefore, an alleged complaint cannot be confirmed or denied. However, an observation not reported by the customer was a frayed grip cable. The frayed grip cable was located at the distal idler pulley. Frayed cable sections are in various lengths sticking out at the wrist. The frayed grip cable is also derailed. The idler pulley exhibited rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.